Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated to 8 atmospheres for 60 seconds. However, during second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.